Event description:
It was reported that during the implantable pacing lead implant procedure, the tip of the lead was slightly extended and unable to retract. To avoid patient complications, the ipl was not implanted, however remains in the patient out of service. A competitor lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. The helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
The ipl was removed and replaced with a competitor lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.